Event description:
Liver infarct [hepatic infarction] . Proximal embolization [device deployment issue]. Case description: initial information received on 03-feb-2017: this spontaneous medical device report was received from a physician, via a company representative, concerning a patient of an unknown age and gender. The patient's medical history and concomitant medications were not provided. On an unknown date, the patient received lc bead lumi (indication, dosage, lot number, expiration date not reported). On an unknown date, the physician reported proximal embolization with the use of lc bead lumi which was suspected to have resulted in liver infarct. The treatment and outcome of the events was unknown. The physician did not provide an assessment of the events seriousness and assessed the event liver infarct to be related to the use of the lc bead lumi. The company assessed the events to be serious (medically significant). Follow-up information will be requested. Case comment: hepatic infarction is an expected event and is listed under ischaemic infarction and device deployment issue is considered listed according to lc bead lumi current reference safety information. In line with the assessment made by the physician, the company considered that hepatic infarction was related to the use of lc bead lumi. There was no indication of device malfunction or failure that could have led to this event. It is a serious event which was caused by proximal embolization (related and listed as non-target embolization). No other harm reported. No other medical/surgical intervention was reported. This single case report does not modify the risk benefit balance of lc bead lumi. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.